Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring urinary incontinence. The recurring incontinence was attributed to fluid leak from the balloon component of the aus. The existing aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump, and balloon. No patient complications were reported during the procedure. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.